Manufacturer narrative:
Further information from the field indicated the procedure was not cancelled but was completed successfully with a replacement generator with no adverse consequences to the patient. Therefore, this event no longer meets reporting criteria.

Event description:
During the procedure, the generator emitted an audible noise and the screen would not turn on when powering on the generator. The generator was restarted several times and the power outlets were switched with no resolution. The generator was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was returned for investigation. When the power was applied to the rf generator, a loud audible tone along with a communication error "controller not responding or incompatible" was observed during boot-up which confirmed the field reported event. Upon further investigation, the issue was isolated to a corrupted firmware on the stimulation board. The firmware was reloaded successfully which resolved the issue on the next power cycle. Based on the information provided to abbott and the investigation performed, the cause for the reported event was isolated to a corrupted firmware on the stimulation board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the generator emitted an audible noise and the screen would not turn on when powering on the generator. The generator was restarted several times and the power outlets were switched with no resolution so the procedure was cancelled. There were no adverse consequences to the patient due to the cancellation.